Event description:
It was reported that the right atrial (ra) lead had dislodged via review of the chest x-ray. No electrical issues were noted. The ra lead was explanted and replaced. There were no adverse health consequences, the patient was stable.